Event description:
It was reported that the day after implant, the patient developed a pocket hematoma. The hematoma was treated with cold compressive bandages. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead, and left ventricular (lv) lead all remain in use. The patient is a participant in the alsync clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.patient information is not generally available due to confidentiality concerns. Concomitant products: 5568-53 implantable pacing lead (B)(6) 2012; 6935m62 implantable tachy lead (B)(6) 2012; 383098 implantable pacing lead (B)(6) 2012. (B)(4).